Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the issue was confirmed, but no root cause has been established at this time. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned for evaluation, the reported event was confirmed for bad scope connection but unable to confirm that the device was letting air escape. The damaged scope socket pins and front panel need replacement. The olympus lamp was over 200 hours which was out of specification and need replacement also. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the evis exera iii xenon light source had a connection issue and air escaped out of the device. Upon inspection and testing of the customer returned device, it was observed a liquid intrusion into the device. This report is being submitted for the liquid intrusion found during evaluation. There was no harm or user injury reported due to the event.